Event description:
The customer reported a vacuum issue occurred during a vitrectomy procedure. The system was exchanged to conclude the procedure. The pt's status is unk. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable info becomes available. (B)(4).